Manufacturer narrative:
The returned device was consistent with the complaint incident. A visual and microscopic examination of the returned device revealed proximal stent damage. Some of the struts were misaligned. Proximal stent damage is consistent with the device meeting some form of restriction during the withdrawal of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the device history record found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context.

Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x28 mm taxus liberte drug eluting stent would not cross the lesion. The 80% stenosed lesion being treated was located in the severely tortuous, severely calcified left anterior descending (lad) artery. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.